Event description:
It was reported that the patient had erosion and that the pump "came through body" it was also indicated that the patient had bleeding and tightness at the catheter access port (cap) site. The outcome of the patient was not provided. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8703, lot# j92-103144, implanted: 1992-(B)(6), explanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).